Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003, indicative of the battery voltage being too low for the projected remaining capacity. A revision procedure will be performed, for now the ICD remains in service. No adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the ICD be returned back to boston scientific for analysis.